Event description:
It was reported that the customer's full estimate was inaccurate after loading the cartridge with cold insulin. The customer did not know if blood glucose level was impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge.